Event description:
Philips received a complaint on the efficia dfm100 device indicating that the device's processor pca is defective. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
During the evaluation, bench repairer identified that processor pca (printed circuit assembly) was defective. As a result, dfm100 assy processor (453564489071) and dfm100-cbl ui to processor pca 2.1 (453564844301) were replaced to resolve the issue. The device was then returned to service and delivered to the customer.